Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer experienced a low blood glucose (bg) level below 54 mg/d. Cause of the low bg could not be confirmed, as the customer declined to provide additional information regarding their low bg. Reportedly, customer reverted to manual injections for insulin therapy.